Manufacturer narrative:
The subject device has not yet been received for evaluation. Additionally, follow up is in progress for additional information regarding the event reported. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the fiber got over heated and it got broken. The power output of the device was within the lower limit of the accepted output power range. No error was detected by the device. The issue occurred during a therapeutic renal stone procedure. Per the report the output setting is fine dusting/20w. The intended procedure was completed with the set of equipment. No harm was reported. No patient harm, no user injury reported . This event includes two reports : report with patient identifier (B)(6) tfl-fbx550s kr214823- fiber. Report with patient identifier (B)(6) tfl-pls , serial unknown- laser system. This report is for report with report (B)(6) tfl-fbx550s kr214823.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the fiber overheated and broke due to mishandling of the device. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up and device return evaluation. Communication regarding the follow up questions concerning the reported event, the following information conveyed: according to the response provided, the broken fiber was observed proximal to the connector. Spark preceded by heat when the broken fiber was observed. The fiber was being used on the patient when the breakage occurred; no device/fragments fell on the patient as the fiber had been taken out. No injury was reported, it was only stated that heat made the doctor not able to hold the fiber anymore. The procedure got slightly prolonged but was completed. The intended procedure was ureteroscopy (urs) renal stone procedure. Device (fiber) was used with a soltive premium laser. No other information provided. The subject device (fiber) was received and evaluated. Device evaluation found the connector end did not have any visual physical defects. The complaint was confirmed as a piece of the fiber body was broken off- about a foot long section from the distal tip. The distal tip appears to have slight evidence of use. Functional test was not performed on the broken fiber. The device was confirmed to be broken. Investigation is ongoing. This report will be supplemented accordingly following investigation.